Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device will not be available for further evaluation, the investigation is still ongoing at this time. A follow up will submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: during chemotherapy the product leaked. Limited information provided. No injuries reported

Manufacturer narrative:
Event :1. This report has been identified as b. Braun medical internal report number (B)(4). Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.